Event description:
The customer reported that the system failed to properly boot up. No pt or user injury reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.